Event description:
Operative notes received reported that during the patient's surgery for high lead impedance, the patient's previous left carotid endarterectomy style scar was reopened with blunt and sharp dissection down to the existing leads. The second and third pigtail connectors were relatively easily removed from the vagus nerve, but the proximal most lead was briskly adherent to the jugular vein. Dissection of it created a small tear in the jugular vein. Bipolar electrocautery stopped this and the opening was bolstered by gel foam soaked in thrombin. No further bleeding was appreciated during the course of the operation. The incisions were copiously irrigated with antibiotic irrigation and closed in anatomical layers. Due to the bleeding, it was felt that the patient would ideally be observed overnight. Therefore, this was discussed with the family postoperatively. The patient tolerated the procedure well and was sent to the paco postoperatively. MFR report # 1644487-2012-03232 houses the high impedance for this patient